Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was not able to establish telemetry, or be interrogated with the programmer. It was noted that the patient had the device implanted due to a family history of brugada. The patient ultimately did not need the device and the device went elective replacement indicator (eri) approximately one year ago. Patient and doctor at that time chose not to remove device and the device was programmed "off." The patient had a recent surgery and a post-op device check was requested; at which time the device was unable to establish telemetry. The device currently remains implanted. No patient complications have been reported as a result of this event.